Event description:
Information was received from a patient regarding an external device. The reason for call was caller reported the controller is not taking a charge when plugged into the ac power supply. Caller stated that they were able to charge the implantable neurostimulator (ins) last night but when they plugged the controller into the ac power cord it would not charge. Caller stated they have had trouble off and on for the last couple months but sometimes they could leave it overnight and it would charge but this time it is not wanting to work. Caller added that they have tried resetting the controller several times but that did not resolve the issue. Agent walked caller through removing the battery pack and plugging controller in to the ac power cord. Caller confirmed controller does not power on. Caller confirmed green light on ac power adapter. Caller inserted alkaline batteries and confirmed controller does power on. Controller is 100 percent and implantable neurostimulator (ins)  is 70 percent. The issue was not resolved. A replacement ac power supply was sent out.  Caller stated they charge implant daily so agent requesting saturday. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.